Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation of the device showed it was returned in original packaging with the batch number of the complaint on the label. The anchor is off of the insertion device with the sutures still threaded through it. The threads of the anchor have been broken off. The insertion device has no visible deficiency. A functional test is not possible since the device is intended for single use. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found the storage conditions and material requirements specified for the implant material. Each lot must be accompanied by a material certificate of analysis. The root cause has been associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference (B)(4)..

Event description:
It was reported that during shoulder cuff repair surgery, the healicoil pk anchor broke and the pieces were removed from the patient using forceps. The s+n back up device was used in the same bone hole. There was a non-significant surgical delay and no further complications were reported.